Event description:
It was reported that the customer experienced an issue with their pump's battery not charging. There was no reported impact to the customer¿s blood glucose level. No additional information was received regarding the outcome of the event, and the device is not being returned.